Event description:
Patient underwent enucleation procedure (date unknown) followed by implantation of hyroxyapatite orbital prosthesis implant along with ocu-gard orbtial implant wrap. At approximately 8 months post-implant, paitent presented with exposure, requiring removal of the device.